Manufacturer narrative:
As of today, no additional information is available and at this time, our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information indicates that the device was explanted after the patient passed away. The device was returned for analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) displayed an atrial arrhythmia that began in the monitor only zone and met duration. The device went in to re-detection and all detection enhancements were disabled. At some point, the rhythm accelerated into a higher zone and the patient therefore received one 41 joule shock. There were no adverse effects to the patient. The device remains in service.